Event description:
Pt reported obtaining back-to-back blood glucose results of 120 mg/dl, 195 mg/dl, 115 mg/dl, 122 mg/dl, 105 mg/dl, and 101 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these values. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.